Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Extensive nerve damage [nerve injury]. Zinc toxicity [metal poisoning]. Numbness in upper and lower extremities [hypoaesthesia]. Nausea [nausea]. Balance problems [balance disorder]. Case description: an attorney reported that their client, a male age (B)(6), used fixodent denture adhesive, version unknown cream unspecified total daily use beginning (B)(6) 1985 through 2010 and super poligrip denture adhesive cream beginning (B)(6) 2005 through 2010 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage which resulted in numbness in upper and lower extremities, nausea, and balance problems. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.